Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported in a journal article that the patient experienced a revision approximately 4 days post implantation due to a plate fracture at the bone fracture site. A orif was performed with implantation of a longer plate augmented with a longer medial cortical strut. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source italy. Giovanni vicenti, giuseppe solarino, guglielmo (2023). Atypical vancouver b1 periprosthetic fractures: the unsolved problem. Sage journals, 1-8, https://doi.org/10.1177/21514593221145884. The exact event date is unknown at this time and the event dates provided are estimates based on the notification date. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental mir will be submitted. Multiple MDR reports were filed for this event, please see associated reports: mdr348715.